Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injections with botox® and an unspecified allergan dermal filler in the forehead. The following day, the patient started with significant edema in the injection site. Physician is unsure whether "edema was compressive enough for the vessels of the frontal region, or if a microembolization of the region was done". The next day, symptoms worsened and patient presented with ¿some ischemic areas extending to the scalp region.¿ physician started treatment with hyaluronidase, 48h each 8h, acetylsalicylic acid, sildenafil and local massage. Patient improved, but still ¿persists with some regions of hyperepidermolysis." Physician will indicate the hyperbaric chamber.